Event description:
It was reported that when using the bd pyxis¿ es server, station was on critical override. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override over the weekend. A technical support specialist (tss) contacted the customer and confirmed that the initial issue had been resolved, but the stations were entering critical override every sunday. The tss proceeded to investigate by accessing the server, restarting the data synchronization and external messaging services, and reviewing the configuration settings under pyxis enterprise server device settings. The tss identified inconsistencies in the auto enable downtime settings across multiple stations, noting that lower thresholds could cause quicker entry into critical override during communication interruptions. The tss correlated the findings with the reported weekly occurrence affecting multiple stations and determined that the behavior was likely due to a recurring server, network, or synchronization interruption. The tss confirmed that no scheduled critical override configuration was present and recommended verifying with the hospital information technology team regarding scheduled maintenance and standardizing the downtime settings across all stations. The system functioned as intended after the technical support specialist troubleshot the issue.